Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the pump is not responding after multiple battery changes. Customer reported that the issues remains unresolves after replacing the battery cap. Customer's blood glucose at the time of the incident was 126 mg/dl. Product is not expected to return.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. The device was monitored and no blank display was noted during testing. The device was inspected and the battery tube connector plugged in properly. The device was received with minor scratched display window and cracked reservoir tube lip.